Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+1.5/065 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2019. The reporter indicated the patient experienced a refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.